Event description:
It was reported that the patient had underwent replacement on some screws and rods in her back in (B)(6) 2012. Following the procedure the patient had not felt any stimulation. Impedance measurements were above 40,000 ohms on electrodes 10, 11, 12, and 13. An x-ray was performed and showed that the lead had "pulled down" and would require replacement. The patient had a meeting with her hcp to discuss replacement scheduled for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: unknown; lead: model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), explanted: unknown; programmer model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).

Event description:
Additional information reported that the patient decided to have the device removed instead of having a revision. The explant was scheduled for (B)(6), 2012. The patient went through the explant procedure well. No additional information regarding the patient or device was available.